Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the unit was unable to acquire a 12 lead reading. There was no pt involvement.